Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2022, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-feb-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving baclofen (unknown dose and concentration) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported the surgeon caused a spinal leak by puncturing the catheter and the patient was not responding to the traditional blood patch. The patient wanted to know if he could have an MRI to locate the puncture in the catheter.